Event description:
A healthcare professional reported that there was a side effect using skinvive¿ by juvéderm. Additionally, the healthcare professional reported patient was injected with 1 ml of skinvive¿ by juvéderm® in front and periorbital region. The patient had popular erythematous edema at the site of the application. The hcp treated the patient with corticosteroid therapy with prednisone 20 mg and resist 500 mg. The symptoms are ongoing.

Manufacturer narrative:
Clarification to e1: phone number: (B)(6). Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.